Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4) the investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 1: 5fu was ordered to be infused over 46 hours and ran completely within 32-36 hours. The patient denies any leaking from pump. Patient has no complaints of any ill effects of the over infusion.

Manufacturer narrative:
Exemption number e2016018. (B)(4). One (1) used sample and five (5) unused samples were received for evaluation. All six (6) samples were tested for flow rate, and all six (6) samples met the specifications. As a result, we were unable to determine the cause of the reported issue. Although a root cause could not be determined, it should be noted that according to the IFU, "the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase by approximately 3%." Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned pumps met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed.